Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the technical support specialist (tss) made multiple follow-up attempts to determine whether the reported issue was still occurring and requested patient details to support further investigation. However, no response was received from the customer despite repeated follow-up efforts. As a result, the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user unable dispense for one patient. The user reported that there was one patient at the station for whom users were unable to dispense medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.